Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing on multiple intermittent occasions. The contact reported that the air bubbles were always due to the customer not securely tightening the tubing to the luer lock. The customer's blood glucose levels were impacted, the exact value was not provided. Contact declined to provide further information as the event had occurred in the past, and the contact clearly reported that the air bubbles were due to user error.